Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified creases, wear abrasion, void >1 mm on side non-textured and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening crease(smooth). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease(smooth) assessed as fold(flaw) opening.

Event description:
Device was explanted.